Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore under the front therapy electrode pad. The irritation was described as red, oozing, and looked like a burn. The patient physician prescribed an ointment (triamcinolone) for the sore. During a follow up call, the patient reported that the sore had improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.